Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician decided to observe inside the biliary duct and get biopsy samples to determine the origin of the stenosis since the patient had indeterminate stenosis of suspected malignant origin. The physician successfully channeled the biliary duct. After performing sphincterotomy of the papilla of vater, the bile duct was opacified to determine the correct position of the stenosis. The stenosis was at the height of the confluence of the left and right ducts. The physician introduced the spyscope ds over the hydra jagwire guidewire and directed the catheter on the distal edge of the stenosis. A spybite was passed in order to take samples of the avascular mucosa. Reportedly, the spybite had difficulty passing inside the catheter and despite the efforts, could not pass. The physician noticed that the working channel sleeve of the spyscope ds had protruded. There were no reported issues with the spybite and the hydrajagwire guidewire. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Block h6 (device codes): the problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the knobs in all directions. A spybite was inserted and able to pass through the working channel with no resistance. The spybite passed freely and without resistance through the working channel. The reported complaint of accessory difficult to advance was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the wcs braid remaining attached to the pebax, appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician decided to observe inside the biliary duct and get biopsy samples to determine the origin of the stenosis since the patient had indeterminate stenosis of suspected malignant origin. The physician successfully channeled the biliary duct. After performing sphincterotomy of the papilla of vater, the bile duct was opacified to determine the correct position of the stenosis. The stenosis was at the height of the confluence of the left and right ducts. The physician introduced the spyscope ds over the hydra jagwire guidewire and directed the catheter on the distal edge of the stenosis. A spybite was passed in order to take samples of the avascular mucosa. Reportedly, the spybite had difficulty passing inside the catheter and despite the efforts, could not pass. The physician noticed that the working channel sleeve of the spyscope ds had protruded. There were no reported issues with the spybite and the hydrajagwire guidewire. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.